Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water invaded the scope connector while the user was handling the device, which led to abnormality of electronic parts. As a result, the reportable phenomenon occurred. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image: - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, the customer's originally reported issue was confirmed; there was an electrical continuity error due to water invasion into the connectors. The following additional findings were also noted: bending section cover glue crack, moisture in the control body, moisture in the scope connector, and ethylene oxide port loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that, during preparation for use of their evis exera iii bronchovideoscope in a diagnostic bronchoscopy, it was discovered that the processor showed error 345 and there was no image on the screen; there was an issue with the image connector. The procedure was completed successfully and the condition of the patient was not impacted by the failure. There were no reports of patient or user harm associated with this event.